Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood draw with bd vacutainer® eclipse¿ blood collection needle the cannula split down the middle. This occurred 79 times. There was no report of patient impact. The following information was provided by the initial reporter: customers respond that the emsn's tips of the needles split when drawing blood, occurred quite frequently.

Manufacturer narrative:
H.6. Investigation summary: bd received 79 samples for investigation. Thirty (30) of the samples were chosen at random and evaluated by visual examination and the indicated failure mode for cracked / split cannula with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked / split cannula. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during blood draw with bd vacutainer® eclipse¿ blood collection needle the cannula split down the middle. This occurred 79 times. There was no report of patient impact. The following information was provided by the initial reporter: customers respond that the emsn's tips of the needles split when drawing blood, occurred quite frequently.